Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that air went into the vitreous cavity suddenly which caused the intraocular pressure to increase. The anterior chamber flattened and a posterior capsule tear occurred during a combined cataract extraction/vitrectomy procedure. The procedure was completed with no further harm to the patient. Additional information was received indicating the patient now has a corneal endothelium disorder, corneal edema, and a central retinal artery occlusion (crao) of the right eye.